Event description:
On (B)(6) 2012, the patient's father/reporter claimed the patient's blood glucose has been running high over the past 2 days greater than 400 mg/dl with positive ketones. The reporter was able to correct the patient's blood glucose with insulin injection and stated his blood glucose is "around usual target" (170-180 mg/dl). The ketones condition was resolved with insulin and increased water intake. The subject pump is being replaced due to the reporter's lost in confidence in the pump. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had elevated blood glucose and ketones while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 - date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data available in the download history or black box for the time of the reported high blood glucose levels due to continued patient use. There were no alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The total daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. There were no insulin delivery or pump defects found. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.